Event description:
The customer's mother reported a frozen screen and unresponsive buttons after wetting the insulin pump. The mother also stated that the insulin pump has a crack on the top right corner. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the frozen screen due to the blank display. The insulin pump had a cracked case at the display window corner.